Event description:
Philips tee (transesophageal echocardiogram) probe used for trans esophageal exams caused ultrasound machine to shut down or no echo image while imaging patients. Multiple occasions. Multiple error types on ultrasound but probe passed all electrical and leak testing prior to use. This causes the ultrasound to reboot while probe is in patient resulting in longer tests and delayed results.